Manufacturer narrative:
No conclusion can be made at this time. Issue appears to be due to overloading of the hardware. No anomalies were found. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.

Event description:
Patient was revised using integrated rods. This too pulled free and remaining hardware was removed and replaced with expedium throughout. The patient suffered a dural tear during the case. Patient had flat back at the juncture of the construct, which may have placed hardware under stress. Please also see 1526439-2011-00056.